Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "rupture", "liquid", "displacement and "inflammatory process.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV", "rupture", "liquid", "displacement and "inflammatory process". The device remains implanted.

Event description:
Additionally, "depressed" was reported. The device was explanted.